Event description:
There was a report of an alleged under infusion. Although requested no further information was provided.

Manufacturer narrative:
The customer¿s complaint of an under infusion was not confirmed or reproduced. Log analysis results: the customer reported an event date of (B)(6) 2020. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date the pcu was powered on at 2:52 pm on (B)(6) 2020. Testing: timed rate accuracy testing was performed using the returned administration set, source device sn (B)(6) and the returned pcu sn (B)(6) to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. Root cause: the root cause of the customer¿s complaint of an under infusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 08/26/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
There was a report of an alleged under infusion.